Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. Therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a cornary artery drug eluting stenting treatment procedure stent damage was noticed. The pt presented with acute myocardial infarction (mi). The lesion was located in the right coronary artery (rca). The vessel size was 3mm and was moderately tortous, 90% stenosed and severely calcified. The physician attempted to direct stent the lesion with a taxus express 2 3.0x16.0mm drug eluting stent. The stent would not cross the ostial lesion. The physician removed the device and predilated the lesion with a 2.5x15.0mm maverick balloon and attempted to implant the same taxus express 2 3.0x16.0mm drug eluting stent. Again, the physician was unable to move the stent across the lesion. The physician removed the stent. After examination of the stent it was noticed the distal struts were flared. The physician again predilated the lesion and able to successfully cross the lesion and implant a taxus express 2 3.0x12.0mm drug eluting stent. There were no pt complications.